Event description:
During t2ph surgery, it was found that the screw was out of the second proximal screw hole on the ph nail. Before the nail insertion it was confirmed that the function of the instrument was normal. The surgeon decided to leave the screw as it is and finished the surgery. There was no surgical delay and no adverse consequences. This patient was being revision because of nonunion with a non stryker plate.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.